Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high ventricular rate (hvr) noted due to noise resulting in oversensing on the right ventricular (rv) lead. There were also episodes of noise reversion noted. Diagnostic imaging was performed, and no anomalies were noted. The device was reprogrammed to resolve the event and the patient was stable with no consequences.